Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit for, but was unable to reproduce the reported malfunction. The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak alarm. There was no patient harm.